Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal tissues and has undergone additional surgeries and revisionary procedures including a mesh removal surgery on 08/04/2010. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03399. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent excision of posterior vaginal mesh and closure of defect on (B)(6) 2010 by (B)(6) due to posterior vaginal mesh erosion. It has been reported that following insertion the patient experienced persistent urge urinary incontinence and urinary tract infection. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced persistent urge urinary incontinence and urinary tract infection. It was reported that the patient underwent excision of posterior vaginal mesh and closure of defect on (B)(6) 2010 by (B)(6) due to posterior vaginal mesh erosion.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, and bleeding. It was reported that patient underwent excision of posterior vaginal mesh and closure of defect on (B)(6) 2010 due to vaginal mesh erosion. No additional information was provided.(B)(4).